Event description:
The pump was returned for investigation. Investigation revealed a crack in the battery compartment. Evaluation also revealed that the display was discolored. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during investigation, a visual inspection of the pump revealed a crack in the battery compartment. Investigation also revealed that the display was discolored. (B)(6).